Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed weak signal. Customer's blood glucose level was 32 mg/dl but his sensor glucose reading was 114 mg/dl. The sensor was malfunctioning. He treated his low blood glucose level with soda and candy. The device was not returned.